Event description:
Description according to complainant: on (B)(6) 2015 (day of procedure), the pre-placement ultrasound was completed. It revealed no thrombus in the inferior vena cava (ivc). Right pelvic vein or right lower extremity. Thrombus was present in the left pelvic vein and left lower extremity. The primary reason for the filter placement was a current deep vein thrombus (dvt) with a contraindication to anticoagulation due to recent major surgery within thirty days. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 24.0mm. There was no icv anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. There was no filter tilt noted. On the same day, the post-procedure x-ray was performed and revealed no evidence of filter fracture or embolization. Migration of the filter was present, but no additional associated clinical sequela was noted or interventions performed. The migration of the filter on baseline imaging was querified and verified by the site. The filter angle of tilt was 11-16 degrees. On (B)(6) 2015 (7 days post-procedure), the patient was discharged from the hospital taking xarelto.

Manufacturer narrative:
(B)(4). Investigation is in progress.